Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient on impella 5.5 needing mechanical circulatory support. The pump had suction alarms occur during support. Furthermore, the patient experienced atrial fibrillation and was cardioverted. The patient also had hemolysis during support, the pump was repositioned away from the mitral valve. Moreover, the patient had an infection on support with a low-grade fever. The swan was discontinued and the relationship between the infection and the impella is unknown. Later we received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening cardiogenic shock with a "definite" relationship to the impella device used: ¿(B)(6) 2025- ldh/pfh uptrending, starting integriin following c-shock call (B)(6) 2025-intermittent hypotension/suction alarms noted. Ldh 1187-slowly trending down, remains on heparin/cangrelor (B)(6) 2025-r thoracentesis, 900 ml dark, red fluid removed, integrelin on hold (B)(6) 2025-presented to mrb, declined for oht/vad (B)(6) 2025-pt dnr (B)(6) 2025-pt made cmo, admitted to hospice. Impella 5.5 turned off @ 1011.¿ the patient expired.

Event description:
The complainant had a concern regarding a potential optical sensor issue due to the placement signal waveform being incongruent with the patient¿s arterial line pressures.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue, infection/sepsis, hemolysis, low pump flow, positioning issues, and atrial fibrillation. Pump position was confirmed to be adequate. Data logs were reviewed and the reported issues were confirmed. Logs show these abnormalities occurring when the measured pressure by the optical sensor increased above a certain threshold. The pump was not returned for investigation. Based on product not being returned and data log review not showing definitive cause, the root cause of the optical signal issue could not be determined. Because this evidence has not been provided, the root cause of the infection cannot be determined. Since product was not returned for investigation, data log review was not able to confirm if the pump metrics that had previously trended down recovered when pfhgb levels improved, and limited clinical details were provided, the root cause of hemolysis could not be determined. Since product was not returned, lack of clinical details, and data log review did not establish a definitive cause, the root cause of the low pump flows could not be determined. Since is it unclear from clinical details how the pump got into an improper position near the mitral valve, the root cause of the positioning issue could not be determined. The cause of the atrial fibrillation was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description h6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-28236. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.